Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, it was noted that there was abnormal impedance values on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.